Event description:
New information received notes that the lead issue was noted following insertion into body.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torque of the inner coil.

Event description:
It was reported that during an implant procedure, the helix mechanism was unable to extend smoothly after several turns. The lead was replaced to complete the procedure. No adverse patient consequences were reported.